Event description:
It was reported that during laparoscipic colectomy procedure, bleeding was noted from the stapleline due to malformed staples (minor bleeding, so amount unk). Dr put some overstitches to close the tissue. There were no pt consequence. The product has been discarded.